Event description:
It was reported to boston scientific corporation that a transobturator sling placement (tot) was performed using an obtryx mid urethral sling on (B)(6) 2008. According to the complainant, after the procedure, the pt had trouble extending and bearing weight on her left leg. MRI indicated the presence of a "fatty mass" near the left lateral femoral vein. The physician indicated that the fatty tissue bundle was a pre-existing condition and the leg discomfort was due to the length of the procedure, which required the pt's legs to remain elevated in stirrups throughout.

Manufacturer narrative:
The complainant was not able to provide the lot of the suspect device; therefore, the device manufacture date is unk. The device has not been returned. A device analysis cannot be performed; however, the cause of the event is reportedly attributed to a pre-existing pt condition and the extended duration of the procedure. (B)(4).